Manufacturer narrative:
MFR received date 29 nov 2019. Date of report 03 dec 2019. The manufacturer¿s field service engineer (fse) performed an operation checking, and the reported phenomenon of generating a noise was duplicated. It was identified that the rubber boots, which connected the blower and air flow port, and the vibration proof ring vibrated and that caused a resonance issue. In addition, operation checking was performed, but "oxygen not available" alarm was not duplicated. It was determined that the phenomenon was caused by a temporal failure in the sensor mounted on the (da) data acquisition board that detected whether high pressure oxygen was connected. The manufacturer¿s field service engineer (fse) reattached the rubber boots and vibration proof ring to fix the unknown noise. In addition, replaced the da board to fix the "oxygen not available" alarm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019.

Event description:
The customer reported unknown noise occurred at the time of exhalation. It was reported that when the unit was used for the first time, an "oxygen not available" alarm occurred only one time. The customer also requested to perform periodic maintenance. The alarm didn't recur. The unit was used continuously, so it was unable to obtain the date of vent. The patient is of (nppv) noninvasive positive-pressure ventilation, and has spontaneous breathing and uses the unit 24 hours a day. There was patient involvement, but no one was harmed.